Event description:
Diasorin molecular llc received a complaint alleging false positive results on one (1) previously negative patient sample with the simplexa covid-19 direct assay, and then repeated as negative on the same assay. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on one (1) previously negative patient sample with the simplexa covid-19 direct assay, and then repeated as negative on the same assay. As of 11/5/2021, no simplexa run files have been provided for analysis. The customer communicated that they were also having trouble with negative controls coming up positive. It was recommended to decontaminate the instrument and lab workspace. Before running known negative patients, the customer performed an environmental wipe test and those wipes came up positive. Based on this information, it is likely there is some level of contamination at the customer site that is contributing to the false positive events. A dsm fas got involved to help troubleshoot the customer's lab practices and decontamination practice. A follow up response from the fas is pending as of 11/5/2021. Batch record review showed the critical component, reaction mix mol4151, lot# us13489, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 10/22/2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150, lot# us13320 for suspected false positives.